Manufacturer narrative:
The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. It is unknown where the mcs tip cover accessory was damaged and/or what caused the damage to occur. However, there is no evidence or claim of user mishandling/misuse. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted procedure, the mcs tip cover accessory had a tear due to an unknown cause with no evidence or claim of user mishandling/misuse. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
On 01/08/2020, a medwatch form (mw5091898) was received stating the following information: it was reported that during a da vinci-assisted surgical procedure, a monopolar curved scissors (mcs) instrument was removed from the cannula and a tear in the mcs tip cover accessory was noticed. On 01/13/2020, intuitive surgical, inc. (Isi) contacted the customer who stated they were unable to provide any additional information.